Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: recommended asr revision. Bi-lateral, asr xl acetabular system (right), reason(s) for revision: pain. Update: lot numbers, date of revision, reason for revision, hospital, system and revised hip from crawfords spreadsheet dated 17 jan 2012. Lot nos. 2903713, 2876219 and 2924849 for left hip not revised. Update- right- added a stem, taken from claimsuite dated 21st november 2012. Update: 9 july 2015. Updated to legal with (B)(6). Products for left and right hips were recorded on the same dint. Two coms now created, one for each hip. For details of left hip (B)(4). Added manufacture and expiry dates for products. Taken from (B)(6) alert 3 july 2015. (Pd 9 july 2015)

Event description:
On (B)(6) 2012 information was received that the patient was revised because of pain.

Event description:
Recommended asr revision.